Event description:
Reportable based on device analysis completed on 24may2022. It was reported that for a procedure a blazer ii catheter showed interference as soon as the catheter was connected reading of traces was impossible. Procedure was completed with another of same device. No patient injury reported. However, analysis of the retuned device revealed that the catheter was partially cut on the distal end.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Per visual inspection device presents a partially cut approximately 7.5cm from the distal end. Functional test showed that the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. After continuity test the device was found out of specification. The tip electrode, rings #1, #2 and #3, and thermistor were found electrically open. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.